Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 10min. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient is admitted in hospital. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. 4 foils of suture broke: what exactly was broken( suture/needle/paper foil , etc) suture broke while tying. Additional information was requested, and the following was obtained: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time of 10 minutes? If yes, please explain. No it was not altered. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. Was hospitalization extended due to the 4 intra-op suture breakages? No. Was the patient re-admitted to the hospital due to the 4 intra-op suture breakages? If yes, please specific why. No. Did the patient experience any adverse patient consequences? If yes, please provide specifics. No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Other details not available. The diagnosis and indication for the index surgical procedure? Open ventral hernia. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? For mesh fixation. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture originally tied (multiple knots, square knot, etc.)? Suture broke while removing from the suture package. Please describe any medical/surgical intervention required for this suture event including dates and results. Not required. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?no. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Patient is ok. If applicable, will product be returned? If so, please provide the return date and tracking information. We need to give confirmation to hospital to take back product. Note: event reported 2210968-2022-09637, 2210968-2022-09638 and 2210968-2022-09639.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2022 and suture was used. During the procedure, the suture broke while tying which according to surgeon was due to fragile nature of the suture. The procedure was delayed by 10 minutes. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2023. A device has been received for product code nw833 lot v2001 & v8007, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: 1. Could you please clarify if the additional device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for lot v1008, v2001, and v8007? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-09636, 2210968-2022-09637, 2210968-2022-09638 and 2210968-2022-09639. Product complaint # (B)(4). Date sent to the FDA: 7/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2023. Additional information was requested, the following was obtained: could you please clarify if the additional device belongs to this complaint? Hospital didn't have same code sample so they gave representative sample. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-09636, 2210968-2022-09637, 2210968-2022-09638 and 2210968-2022-09639.